Event description:
Pt had a foley catheter inserted. Pt fell, pulling on catheter. Later it was noted no urinary output. Md notified and staff ordered to discontinue foley. They were unable to deflate balloon. Urologist had to use a syringe with needle and go through base of penis/scrotum to deflate the balloon which was located at the base of the penis in the urethral tract.